Manufacturer narrative:
(B)(4)

Event description:
The ICD had a threshold of 5.5 on rv lead at the 6 month follow up on (B)(6) 2015. No indication was given of any sort of intervention. All available information suggests this lead remains implanted and active. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.